Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("painful intercourse") and arthralgia ("hip pain"). The patient was treated with surgery (she underwent underwent surgical removal of the device). Essure was removed in (B)(6) 2017. At the time of the report, the genital haemorrhage, back pain, dyspareunia and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, dyspareunia and genital haemorrhage to be related to essure. The reporter commented: on or about august of 204, plaintiff underwent the essure procedure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/ migration/ failure to occlude, malposition') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure (batch no. B94876) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), sepsis ("septicemia"), back pain ("back pain"), dyspareunia ("painful intercourse"), arthralgia ("hip pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), ovarian cyst ("ovarian cyst") and urinary incontinence ("trouble holding bladder"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, sepsis, back pain, dyspareunia, arthralgia, pelvic pain, abdominal pain, heavy menstrual bleeding, intermenstrual bleeding, blood disorder, cardiac disorder, ovarian cyst and urinary incontinence outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, blood disorder, cardiac disorder, dyspareunia, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, ovarian cyst, pelvic pain, sepsis, urinary incontinence and uterine perforation to be related to essure. The reporter commented: on or about (B)(6) 2014, plaintiff underwent the essure procedure. Received treatment for abdominal pain, pelvic pain, menorrhagia, metrorrhagia, blood disorder, heart disorder, migration, perforation , septicemia; ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s): failure to occlude, malposition. Concerning the injuries reported in this case, the following one were reported via social media: urinary incontinence. Lot number: b94876. Manufacturing date: 2013-11. Expiration date: 2016-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/ migration/ failure to occlude, malposition') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure (batch no. B94876) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), sepsis ("septicemia"), back pain ("back pain"), dyspareunia ("painful intercourse"), arthralgia ("hip pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), ovarian cyst ("ovarian cyst") and urinary incontinence ("trouble holding bladder"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, sepsis, back pain, dyspareunia, arthralgia, pelvic pain, abdominal pain, heavy menstrual bleeding, intermenstrual bleeding, blood disorder, cardiac disorder, ovarian cyst and urinary incontinence outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, blood disorder, cardiac disorder, dyspareunia, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, ovarian cyst, pelvic pain, sepsis, urinary incontinence and uterine perforation to be related to essure. The reporter commented: on or about (B)(6) , plaintiff underwent the essure procedure. Received treatment for abdominal pain, pelvic pain, menorrhagia, metrorrhagia, blood disorder, heart disorder, migration, perforation , septicemia; ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s): failure to occlude, malposition. Concerning the injuries reported in this case, the following one were reported via social media: urinary incontinence. Most recent follow-up information incorporated above includes: on 23-apr-2021: mr received: lot number and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/ migration/ failure to occlude, malposition'), genital haemorrhage ('excessive and abnormal bleeding') and sepsis ('septicemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion medically significant), back pain ("back pain"), dyspareunia ("painful intercourse"), arthralgia ("hip pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, sepsis, back pain, dyspareunia, arthralgia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, blood disorder, cardiac disorder and ovarian cyst outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, blood disorder, cardiac disorder, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, sepsis and uterine perforation to be related to essure. The reporter commented: on or about (B)(6) of 2014, plaintiff underwent the essure procedure. Received treatment for abdominal pain, pelvic pain, menorrhagia, metrorrhagia, blood disorder, heart disorder, migration, perforation , septicemia; ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s): failure to occlude, malposition. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received : lab data was added and new events : pelvic pain, abdominal pain, menorrhagia, metrorrhagia, blood disorder, heart disorder, uterine perforation,septicemia; ovarian cyst, were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/ migration/ failure to occlude, malposition'), genital haemorrhage ('excessive and abnormal bleeding') and sepsis ('septicemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion medically significant), back pain ("back pain"), dyspareunia ("painful intercourse"), arthralgia ("hip pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), ovarian cyst ("ovarian cyst") and urinary incontinence ("trouble holding bladder"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, sepsis, back pain, dyspareunia, arthralgia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, blood disorder, cardiac disorder, ovarian cyst and urinary incontinence outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, blood disorder, cardiac disorder, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, sepsis, urinary incontinence and uterine perforation to be related to essure. The reporter commented: on or about august of 204, plaintiff underwent the essure procedure. Received treatment for abdominal pain, pelvic pain, menorrhagia, metrorrhagia, blood disorder, heart disorder, migration, perforation , septicemia; ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s): failure to occlude, malposition. Concerning the injuries reported in this case, the following one were reported via social media: urinary incontinence most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event trouble holding bladder and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.